Event description:
Philips received a complaint on the defibrillator indicating that the device had blurred display. Related patient involvement information is unknown although multiple requests have been sent out for such information. However, there is no adverse event.

Manufacturer narrative:
(B)(6).